Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a pacing rate below the programmed lower rate limit (lrl). The patient was reportedly symptomatic.